Event description:
The patient underwent successful coil embolization of the left posterior communicating artery aneurysm that resulted in complete occlusion of the aneurysm. No technical complications were reported, and immediately post procedure, the subject¿s condition was stable. Twenty five days post embolization, the patient was discharged in a worsened condition with severe ¿physical or mental disability (dependant)¿. No additional information was available.

Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, the patient presented pre-existing conditions prior to the procedure; therefore, it cannot be confirmed whether or not the use of the coil contributed to the patient¿s outcome. However, neurological deficits and physical disability are known and anticipated complications associated with such procedures and are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.